Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user contacted support for high blood glucose while using the ilet, with insulin remaining in the cartridge and a planned supply change later that morning. The user preferred to continue using the pump rather than administer a manual injection and was advised to disconnect for two hours and use backup therapy if needed. The device provided a high glucose alert. No clinical symptoms were reported. There was no need for outside assistance, and no medical intervention or hospitalization occurred. Troubleshooting and education were provided during the interaction. Investigation of the case revealed that the cause of the hyperglycemia was unclear, and no device component-specific malfunction was identified. Based on previously established findings for similar reports, the cause was determined to be indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.